Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Duodopa start date (B)(6) 2019. It was reported on (B)(6) 2020 the patient has had an on-going problem for the last 6 months of a small 5mm lump close to the stoma under the external fixation plate. Per patient, the lump is the size of marble, is hard to the touch, isn't painful and no redness present. Patient reported the lump is uncomfortable and if he bends down or turns in bed it can be felt. Patient has been seen by 3 different physicians and antibiotics were prescribed about 6 weeks ago (swab negative). No improvement since then. Patient stated the end of the tubing leaks yellow fluid after he has completed the regiment for the day. The nurses have seen this and had it swabbed by his physician and the test came back negative for an infection (this was 10 months ago). Patient feels well within himself and pump is running with no problems.